Manufacturer narrative:
A philips modality leader (ml) confirmed the customers speaker assembly was defective and alarms have no sound. The ml supplied the customer a replacement speaker to resolve their issue. Reporting address state: (B)(6).

Event description:
Philips received a complaint on the efficia cm10 monitor indicating a speaker malfunction. The device has no alarm sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.